Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot and relabeled lot that would have contributed to this event. Based on review of the similar incidents, there is no indication of a lot specific issue. The investigation determined the reported failure to advance, difficulty to remove and stent damage appear to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified left anterior descending (lad) artery. A 3.0x38mm xience sierra was attempted to cross but failed due to anatomy. The stent met resistance during advancement and removal with anatomy. It was noted that the stent was flared. Another different size stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.